Manufacturer narrative:
Evaluation summary: the embolic protection device was not returned; however, the retrieval catheter and the non-abbott guide wire were returned. The tip of the retrieval catheter was folded back for a length of 1 mm. The non-abbott guide wire was returned in the guide wire lumen of the retrieval catheter. There was no other damage noted to the retrieval catheter. There were chatter marks in the entire length of the distal shaft to the tip. The proximal shaft was separated distal to the guide wire exit notch. The material at the separation was jagged. The fracture faces at the separation were not ovaled. There were two kinks in the proximal shafts distal to the proximal end of the handle and two more kinks in the proximal shaft proximal to the guide wire exit notch. No evidence of a device quality issue was found. The chatter marks, kinks, separation on the proximal shaft and other damages on the retrieval catheter may have occurred during the procedure. Reportedly, the emboshield filter was used in the popliteal artery along with a non-abbott wire. According to the emboshield instruction for use "the emboshield embolic protection system is indicated for use a guidewire and embolic protection system to contain and remove embolic material (thrombus/debris) while performing angioplasty and stenting procedures in carotid arteries. ...safety and effectiveness of this device as an embolic protection system have not been established in vasculatures outside of the carotid arteries (coronary, cerebral or peripheral). Based on available info and device analysis, it appears that the large amount of calcium contributed to the event. Use in the popliteal artery, and use of a non-abbott wire with the emboshield may have been a contributed to the event, as the safety and effectiveness of this product have not been established in vasculatures outside of the carotid arteries (coronary, cerebral or peripheral). The perforation experienced could have been caused by the wire or sheath or multiple devices. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.

Event description:
Device malfunction: difficulty removing filter. Time of malfunction: during the procedure. Symptoms/ae: intervention to repair vessel perforation. It was reported that during a popliteal atherectomy, in a very heavily calcified vessel, during emboshield embolic protection device (epd) removal, the epd could not be completely pulled into the retrieval catheter (rc). The rc and non-abbott guide wire became kinked. The epd, rc and guide wire were removed as a single unit after a buddy wire was inserted to maintain vessel access. After removal, the epd was inspected and was found to be filled with a large amount of calcium. Contrast was injected into the lower limb and a perforation with hematoma was observed in the superficial femoral artery near the profunda. This was not an access site injury. The perforation was treated with stent implantation. The physician believed the perforation occurred during the procedure, and could have been caused by any of the multiple devices used in the procedure. Though requested no additional info was provided.